Manufacturer narrative:
Citation: dasi, lakshmi p. Et al. On the mechanics of transcatheter aortic valve replacement. Annals of biomedical engineering, 2017 feb;45(2):310-331 doi: 10.1007/s10439-016-1759-3. Epub 2016 nov 21. Date of publish used for incident date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether this event has been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding a meta-analysis that was conducted on the mechanics of transcatheter aortic valve replacement. The gender and age of the study population, device serial numbers and dates of implant were not provided. Multiple manufacturers were noted in the studies. Among all patients, no deaths occurred. Among all patients adverse events included: thrombus, paravalvular leak (pvl), inaccurate delivery, incomplete coaptation, central aortic regurgitation, frame under-expansion, increased gradient measurements, patient prosthesis mismatch, calcification, leaflet or cusp rupture/tear and valve explant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.